Event description:
"Outer sheath broken: the delivery system was inserted through the left femoral artery. When the deployment grip was rotated to advance the inner sheath, intense force was applied to the proximal base of the outer sheath, making it impossible to manipulate the inner sheath. The base of the outer sheath separated from the gray stationary grip. Use of the delivery system was immediately suspended and the delivery system was removed from the patient. A back-up stent graft one size shorter in length was implanted successfully. Subsequently, the procedure was completed successfully. Operation type: tevar. No image available due to hospital policy. No pre-case plan available due to hospital policy. No additional information available due to hospital policy. Ancillary devices used: none. (B)(6). Patient outcome: "there was no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Outer sheath broken: the delivery system was inserted through the left femoral artery. When the deployment grip was rotated to advance the inner sheath, intense force was applied to the proximal base of the outer sheath, making it impossible to manipulate the inner sheath. The base of the outer sheath separated from the gray stationary grip. Use of the delivery system was immediately suspended and the delivery system was removed from the patient. A back-up stent graft one size shorter in length was implanted successfully. Subsequently, the procedure was completed successfully. Operation type: tevar no image available due to hospital policy no pre-case plan available due to hospital policy no additional information available due to hospital policy ancillary devices used: none (tc# (B)(4). Patient outcome: "there was no health damage to the patient."